Manufacturer narrative:
(B)(4). Methods: the manufacturing records for this lot are beyond the required retention period and therefore, cannot be reviewed.  Although documents are unavailable, standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications.(B)(4)

Event description:
This report is being submitted as follow up 2 to MFR. Report 2017233-2014-00227.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 1995 indicate the patient underwent laparoscopic burch procedure and cystoscopy for genuine stress urinary incontinence. The records indicate: ¿the tissue was then elevated and a suture of 0 surgidac was then placed two centimeters lateral to the urethrovesical junction. This was done on each side. The suture had been attached to a nonabsorbable mesh.¿ ¿tension was then placed on the suture to show elevation of the urethrovesical junction. The mesh was then tacked up to cooper¿s ligament and stapled in place. This was done on the other side in a similar fashion. Excellent correction was noted.¿ product identification records for the ¿nonabsorbable mesh¿ were not provided. Operative records dated (B)(6) 1997 indicate the patient underwent placement of a suburethral sling and cystoscopy for treatment of recurrent stress urinary incontinence status post hysterectomy in 1983 and laparoscopic burch procedure in 1995. The records state: ¿¿a shallow tunnel was then developed on either side of the urethra and posterior to the inferior surface of the pubic ramus. Gore-tex mesh without antibiotic proper teeth [sic] was then sutured below the urethra and the anterior surface of the vagina.¿ ¿the ends of the gore-tex mesh were then grasped with forceps from either side and brought through to the rectus fascia. Cystoscopy revealed bilateral perforation of the bladder; therefore, the gore-tex mesh was again withdrawn vaginally.¿ ¿the ends of the gore-tex were then again grasped with forceps from either side and brought through the rectus fascia. Gore-tex sutures cv2 were then used to attach ends of the mesh to the rectus fascia.¿ the records confirm gore® dualmesh® biomaterial was used during the procedure. Operative records dated (B)(6) 1998 indicate the patient underwent exploration of the retropubic space, cystoscopy, and revision of sling on the left side with reattachment to cooper¿s ligament. Diagnoses from the discharge records are noted as pain in the left lower quadrant and recurrent gsi. The records state the patient was ¿¿approximately three months status post sling placement. She had fallen on ice several weeks ago and felt a pop in her left side. She presents now for exploration of the retropubic space with probably detachment of the left side of the sling.¿ findings during the procedure state: ¿examination visualized a suture that was broken and unraveled on the left side of the fascia [coded 2203]. The vaginal portion of the sling appeared intact and normal. Cystoscopy revealed a normal appearing bladder with no sutures in the bladder, with good closure upon reattachment of the sling.¿ procedure notes state: ¿the retropubic space on the left side was then dissected and explored, and revealed a suture that was unraveled and broken. The sling on that side was present but not attached to the fascia.¿ ¿¿the sling was then reattached to cooper¿s ligament to create a good closure of the urethrovesical junction. Using the cv-2 gore-tex suture, the sling was then reattached to cooper¿s ligament without difficulty.¿ although it is unclear from the records which mesh was reattached to the cooper¿s ligament, this will be coded as a revision of the dualmesh due to the broken suture. According to the (B)(6) 1995 implant records, the ¿nonabsorbable mesh¿ was ¿tacked up to cooper¿s ligament and stapled in place.¿ CT scan notes dated (B)(6) 1998 state: ¿¿gortex sling placed for suspension of the bladder neck. This study was requested to identify the attachment of the right sling arm.¿ ¿findings: the sling is seen coursing around the neck of the bladder. The left arm appears to have attachments along the left superior pubic ramus. There are multiple surgical clips at this level. The right arm of the sling courses over the superior pubic ramus where there are multiple surgical clips and the tip is adjacent to the anterior fascia. Impression: there is a gortex sling suspending the bladder neck.¿ records dated (B)(6) 1998 state the patient was seen for ¿increased urination and a pressure feeling at the end of urination. Feels that she has a urinary tract infection ((B)(4)).¿ the records indicate the patient¿s urine ¿¿was positive for rods and white cells,¿ and the patient was prescribed antibiotics. Operative records dated (B)(6) 1999 indicate the patient underwent a ¿cystoscopy and right colposuspension, burch¿ for diagnoses of ¿genuine stress incontinence (B)(4), failed previous procedure.¿ the records state: ¿the patient had multiple surgeries which included an anterior repair and laparoscopic colposuspension and sling procedure with subsequent failure. At this time given her examination there is suspicion of right-sided failure of the colposuspension¿¿ the records state that gore-tex suture "was placed through a second suture distal and medial to the level of the uv junction." "The urethrovesical junction was subsequently elevated¿¿ the operative report indicates that there is a suspicion of failed previous burch colposuspension which according to the medical records received by gore, was performed in 1995. There was no mention of the gore device in the 3/1/1999 records. A handwritten note dated (B)(6) 1999 indicates: ¿[status post] bladder repair ¿95, ¿97, vaginal sling 5/98 for urinary stress incontinence [illegible] with continued stress incontinence since ~ 7/98.¿ ¿abd. CT ¿ summer ¿98 revealed that sling not ¿tight enough¿ per pt.¿ handwritten records dated (B)(6) 2002 state the patient ¿¿was stretching/lifting box at work, developed severe pain in suprapubic region at site of previous incision for multiple bladder suspension operations. Told also of uti as well as vaginal yeast infection (coded 2203). This occurred 7d prior to admission. During interim pt has had fever, increasing pain and redness in area. No bowel or gi complaints. Has been on macrobiotics for uti.¿ past medical history is noted as ¿bladder suspension op x 4 dating from ~1993 to 1998, the last 2 op¿s included mesh.¿ CT scan records dated (B)(6) 2002 state: ¿there are post surgical changes in the suprapubic region with mesh or graft surrounding the bladder. There is inflammatory change within the abdominal wall with an organized collection measuring 2 x 2cm. This finding likely represents an abscess or organized hematoma. Other pelvic structures including partially opacified bowel, uterus and ovaries are without abnormality. Impression: organized collection in the anterior abdominal wall consistent with abscess or organized hematoma.¿ discharge records dated (B)(6) 2002 indicate the patient was seen on (B)(6) 2002 for ¿¿suprapubic pain, chills and low-grade temperature. The patient had previously undergone procedure of tvt sling for urinary incontinence. The patient had been complaining of fever and chills and significant amount of pus coming from the placement or where the tvt incisions were. The patient was diagnosed with an abscess, likely due to a sinus tract from the gore-tex mesh.¿ the records indicate: ¿the punch incisions with a 15 blade were performed and evacuation of approximately 30 to 40 cc of pus.¿ ¿the patient was discharged on antibiotics¿¿ operative records dated (B)(6) 2002 state the patient underwent ¿exploratory laparotomy, wound debridement, removal of gore-tex micromesh sling, cystotomy repair, and cystoscopy¿ for diagnoses of ¿sling erosion and pelvic wall abscess.¿ the records state: ¿inspection of the vaginal vault revealed as noted preoperatively of a sinus track formation in the right periurethral region at mid-urethra with exposed gore-tex mesh [coded 2203]. The abscess, which had been drained, last week in the office was noted to no longer be draining through the stab incision made last week in the office.¿ ¿the fascia on the right side was notably involved with the old infected tissue and was removed due [to] the presence of poor viability of the tissue in this area. The area was explored but no evidence of gore-tex mesh was appreciated in the area of the obvious preoperative infection site.¿ ¿with gentle traction, the mesh was easily removed from the left and right sides and submitted to pathology for permanent identification.¿ ¿inspection of the vaginal [sic] revealed the disruption of the vaginal epithelium in the area of the sinus track. This area was treated with cautery to destroy any remaining granulation tissue in the area.¿ a pathology report dated (B)(6) 2002 states the following diagnoses: ¿a. Soft tissue, vagina, excision: fibroadipose tissue with focal abscess formation; foreign material consistent with sling. B. Three metal staples (gross only).¿ a discharge summary dated (B)(6) 2002 states the patient was ¿¿status post sling placement for stress urinary incontinence a few years ago. She had some pain and pressure and was found to have an abscess by CT finding.¿ records dated (B)(6) 2015 state the patient was again seen for back pain and urinary incontinence. ¿she feels something sharp vaginally and this causes her pain that she describes as ¿stabbing.¿¿ exam notes state: ¿small amount of mesh was noted at the [right] apex. No bleeding or tissue inflammation surrounding this.¿ impression and plan summary states: ¿exposure of implanted vaginal mesh and other prosthetic materials into vagina.¿ there is no indication from the medical records that the ¿small amount of mesh¿ is the gore device as it was completely removed in 2002. It should be noted that the instructions for use for gore® dualmesh® biomaterial provides the following warning among others: ¿when using this device as a permanent implant exposure occurs, treat to avoid contamination or device removal may be necessary." ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
Gore received medical records without specific allegations from the claimant. The medical records describe that the patient underwent the placement of a ¿gore-tex sling" and gore dualmesh biomaterial was used. Approximately two years later, the patient underwent a revision with suture. The operative report indicates three years after the revision the patient presented with exposed gore-tex mesh and abscess. The gore-tex mesh was removed and it was reported in the operative report that the patient tolerated the procedure well.

Manufacturer narrative:
Operative note (B)(6) 1997 indicates: ¿operative procedure: examination under anesthesia, suburethral. Gore-tex sling. Cystoscopy.¿ the operative report dated (B)(6) 1997 provides the following description of the implant procedure. ¿the ends of the gore-tex mesh were then grasped with forceps from either side and brought through the rectus fascia." "Cystoscopy revealed bilateral perforation of the bladder; therefore, the gore-tex mesh was again withdrawn vaginally.¿ the tract was identified and ¿the ends of the gore-tex mesh were then again grasped with forceps from either side and brought through the rectus fascia." Gore-tex sutures cv2 were then used to attach ends of the mesh to the rectus fascia." "Excess gore-tex mesh was then incised above the attachment to the fascia.¿ operative report dated (B)(6) 1999 indicates: "genuine stress incontinence, failed previous procedure.¿ gore-tex suture "was placed through a second suture distal and medial to the level of the uv junction." "The urethrovesical junction was subsequently elevated¿¿ the operative report indicates that there is a suspicion of failed previous burch colposuspension which according to the medical records received by gore, was performed in 1995. Operative report dated (B)(6) 2002: ¿inspection of the vaginal vault revealed as noted preoperatively of a sinus track formation in the right periurethral region at mid-urethra with exposed gore-tex mesh.¿ "the abscess, which had been drained, last week in the office was noted to no longer be draining¿¿ ¿the area of infected tissue was debrided¿¿ "the fascia on the right side was notably involved with the old infected tissue and was removed due the presence of poor viability of the tissue in this area [sic]¿. ¿the area was explored but no evidence of gore-tex mesh was appreciated in the area of the obvious preoperative infection site.¿ the sutures securing the gore-tex mesh were identified and cut. ¿the vaginal incision was explored and a kelly clamp passed along the right side of the mesh¿¿ ¿the area that the forceps clamp passed through was inspected with no evidence of infection or abnormal granulation tissue.¿ ¿the mesh was easily removed¿¿ "the patient tolerated the procedure well.¿ CT scan of the abdomen dated (B)(6) 2002 (post explant): ¿there is no evidence of abscess". The instructions for use for gore dualmesh biomaterial provides the following warnings among others: "when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." "Transvaginal insertion techniques, which expose the biomaterial to the vagina flora, can increase the risk of contamination leading to colonization of the biomaterial. Prolonged exposure to bacteria may necessitate material removal."